Event description:
Surgery: mandibular tumor resection. Pt's CT data used for device design was scaled resulting in a surgical plan and device that did not match the pt's anatomy accurately. Used resection guides did not cause deviations/pt injury.

Manufacturer narrative:
Eval and review of procedures utilized during the data handling and surgery planning of the device determined the event reported was due to inaccurate representation of CT data from secondary reformatted oblique CT images, which are -with the exception of this case- never used for planning. Planning and guides were approved by the surgeon.